Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that when using a farawave ablation catheter device for a transvascular radiofrequency ablation, it kept showing errors and the procedure could not be performed and was cancelled, even when device was replaced. The patient condition following procedure was stable. No patient complications occurred. Product return for analysis is expected.